Manufacturer narrative:
The company rep examined the system and replaced the radio frequency identification (rfid) front panel pcb and the cpc connector. The system was then tested and met product specifications. Additional info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the unit would not recognize the laser probes during a procedure. A standalone laser was brought in and the case was completed. There were no delays or pt impact reported.